Event description:
Patient had knee arthroplasty 5/27/76 with suspect medical device implanted. Approximately one yr. Ago began experiencing increasing pair and swelling. Surgical intervention on 8/24/93 revealed thick black synovium with a chronic effusion. Pieces of articular component were floating in the synovial fluid and some bone loss with fragementation of the patella was noted. Surgical pathology report indicates a partially torn plastic joint component and partially torn plastic and metal component on gross examination.